Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in original packaging was provided for evaluation. The sample was visually evaluated, and no defects were observed. Thereafter, the sample was luer taper tested, and no failure was observed at both side of the arterial line and the venous line. The sample was subjected to a functional leakage testing following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicate no leakage present. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 4: microbubbles were visible at the blue venous line connector of the streamline bloodline set during operation. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.